Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture appears to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the anterior tibial below bifurcation with mild calcification and moderate tortuosity. The armada balloon could not be inflated during the procedure and a balloon rupture was suspected. It is unknown if the balloon partially inflated or not. The device was easily removed from the patient. Another unspecified balloon was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.